Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead had high pacing impedance. The lead was not used and a new lead was implanted. The patient had no adverse consequences.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned. Electrical testing and visual and x-ray examinations of the lead were normal.